Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin (1 gram daily for 14 days intraperitoneally). At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. Additional information is not available.

Manufacturer narrative:
Upon follow up, the pd nurse reported dianeal therapy is ongoing. Should additional relevant information become available, a supplemental report will be submitted.